Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a stuck button alarm. The customer's blood glucose at the time of the incident was not provided. Troubleshooting was provided but nothing was resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing (B)(4).